Manufacturer narrative:
Pump was received with blank display due to moisture damaged electronic assembly. Unable to perform functional testings due to blank display. No constant tone noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 170 mg/dl. The customer stated that the insulin pump had a screen with question mark and begin to fade with line in screen. Troubleshooting was performed and noticed that the insulin pump was shut off. The insulin pump will be returned for analysis.